Event description:
Vf alert was confirmed via remote monitoring. Noise was observed on rv lead. Treatment policy has not been decided yet. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Ilesto 7 dr-t promri df4: upon receipt, the ICD was interrogated, revealing the battery status mos2 and 44 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to one charging cycle. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. Protego promri s 65: upon receipt, the lead was found cut 11 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. A ligature mark was found 35 cm distal to the df4 connector pin. The conductor cable leading to the ring electrode was found fractured 7.5 cm proximal to the lead tip and the rv shock coil was stretched. These damages probably occurred during the extraction procedure due to tensile stress. The rv shock was found covered in fibrotic growth. Apart from the mentioned deviations, no further anomalies of the lead fragments were found that might have contributed to the reported oversensing in the ventricular channel. The insulation was apart from the mentioned cut and ligature mark, free of damages that could had an impact on electrical performance of the lead. The provided x-ray did not show any anomalies that might have led to the reported clinical observations. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Vf alert was confirmed via remote monitoring. Noise was observed on rv lead. Treatment policy has not been decided yet. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.